Manufacturer narrative:
Concomitant medical products: brand ID: ddmb1d4 ICD, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to right ventricular (rv) lead oversensing. The rv lead was explanted and replaced. During the explant procedure, it was noted that the rv lead helix was not extended, though the physician had not attempted to retract the helix during the procedure. No further patient complications have been reported as a result of this event.